Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, cellulitis of abdominal wall and prolonged menses. Previously administered products included for an unreported indication: zofran and hydrocortisone. Concurrent conditions included chest pain, uterine contractions abnormal, gallbladder removal, perineal pain, uterine fibroid, dysmenorrhea, weight gain, pelvic congestion syndrome, anemia, anxiety, arthritis, irritable bowel syndrome and migraine. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea and vulvovaginal pain outcome was unknown. The reporter considered bladder disorder, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: after essure removal, most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: CT abdomen and pelvis with contrast history: abdominal pain. Impression: normal appendix. No hydro nephrosis or kidney stone. No suspicious lesions today. Stomach and duodenum mildly distended with oral contrast to the level of the mesenteric vessels. This likely is incidental as there is no obstruction with oral contrast distally into the small bowel. Left pelvic varices again noted. No thrombosis or complicating feature. Cholecystectomy clips present. Computerised tomogram thorax - on (B)(6) 2016: impression: limited examination for evaluation of pulmonary embolus due to missed timing of contrast bolus. Grossly, no pulmonary embolus identified. No airspace consolidation. Mild patchy ground glass opacities posteriorly in the right lower lobe, likely representing sub segmental atelectasis. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. 100% blocked. Pathology test - on (B)(6) 2017: right fallopian tube: the right fallopian tube is pink-tan with a fimbriated end. 5.5 cm in length x 0.6 cm in greatest external diameter. Cross sections through the fallopian tube reveal the lumen to be pin point. Left fallopian tube: the left fallopian tube is pink-tan with a fimbriated end, 4.8 cm in length x 0.6 cm in greatest external diameter. Cross sections through the fallopian tube reveal the lumen to be pin point. Ultrasound scan vagina - on (B)(6) 2017: impression; retroflexed uterus fundus myometrium 5-6 mm focal hyperechogenicity which appears to be calcification due to a small fibroid/leiomyoma. Bilateral ovarian multiple cub centimeter simple physiological follicular cysts the largest measuring 5 mm. Bilateral adnexa prominent vasculature which can be indicative of pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, nausea, pelvic pain and vaginal pain were added. New reporters, plaintiffs information added. Removal details added. Concomitant and historical conditions, drugs added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.